Event description:
It was reported that "we implanted an ultraflex balloon in a patient without any problems with implantation or operation of the balloon during the first hours. However, after a few hours, alarms were triggered for no apparent reason and a backflow of blood into the tubing was observed. After returning this patient to the catheterization room, the operator removed the balloon and observed a leak from the balloon." As a result, a 2nd iab was inserted at the same insertion site. Additional information received stated that "the patient has died. The cause was not the pump."

Manufacturer narrative:
Qn# (B)(4). Additional information received on 31 oct 2023 states that the cause of death was cardiogenic shock, multi-organ failure complicated by an underlying medical history of acute heart failure (cardiogenic shock) due to ventricular septal post myocardial infarction. The physician does not declare the leak of the iab catheter caused or contributed to the patient's death. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number of the returned sample. The lot number (18f23f0007) recorded on the complaint report matches the lot number on the returned original packaging box and for the returned sample. Upon return, the iabc bladder was noted withdrawn through the teflon sheath and the teflon sheath was noted on the iabc bladder membrane. The teflon sheath hub was noted at approximately 66.2cm from the iabc luer; spots of dried blood were noted within the sheath sidearm. Buckling to the teflon sheath extrusion was noted approximately from 5.9cm to 13.1cm from the distal end of the teflon sheath. The one-way valve was tethered to the short driveline tubing. The stylet was noted fully inserted within the iabc central lumen. The peel away sheath was noted on the returned iabc and was connected to the hemostasis cuff. The packaging retention sleeve was also noted on the iabc. Furthermore , the peel away sheath was noted partially inserted within the packaging retention sleeve and damage was noted to the peel way sheath extrusion. The exposed portion of the iabc bladder was fully unwrapped. Spots of dried blood was noted on the exterior surfaces of the returned iabc. No obvious blood was noted within the helium pathway. Additionally, the original packaging tray was immediately noted with damage to the "arrow" packaging sticker which retains the iabc bladder in the packaging tray. The arrow sticker was noted cut/ripped and a portion of the sticker was completely missing. This packaging sticker is not to be removed. Damage was noted to the "arrow" packaging sticker, and a packaging retention sleeve was noted on the iabc. The peel away sheath was noted on the iabc despite the sheathed insertion type. These conditions indicate that the catheter was not prepped per the instructions for use (IFU). Furthermore, the iabc bladder was noted withdrawn through the teflon sheath, and buckling was noted to the sheath extrusion, which indicates the iabc was not removed from the patient correctly per the instructions for use (IFU). The instructions for use (IFU) states: under "iab preparation" section: "1. Connect one-way valve to male luer on short driveline tubing attached to iab. Insert supplied syringe into one-way valve. Slowly aspirate a full syringe of air. Precaution: the one-way valve will maintain vacuum on the balloon and must remain in place until is fully inserted. Remove syringe. 2. Remove catheter from tray, keeping it in line with balloon membrane. 3. Grasp catheter close to tray and pull it straight out of the holding sleeve. Note: keep catheter level with tray. Do not lift or bend during removal." Under "sheathed insertion" section:"10. Remove peel-away hemostasis device as follows: grasp wings of device leaving distal end of catheter pointing away. While pressing down along center of device with your thumbs, pull up on wings of device with your index fingers. Repeat this motion in other direction until hub is split in two. Peel the two halves of hemostasis device apart to remove." Under "intra-aortic balloon removal procedure" section: "warning: do not remove the arrow iab through a hemostasis sheath introducer or hemostasis device. Once unwrapped, balloon profile will not allow passage through the introducer and attempting removal in this manner may result in arterial tearing, dissection, or balloon damage." The bladder thickness was measured at six points with measurements ranging from 0.0057in-0.0061in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The one-way valve was connected to the iabc short driveline tubing, and a vacuum was pulled on the returned iabc. While maintaining the vacuum, the teflon sheath was removed from the iabc bladder with some force required. Upon removal of the sheath, no visual damage was noted to the iabc bladder; no blood was noted within the iabc bladder membrane. The stylet was removed from the iabc central lumen without any difficulty. Upon removal of the stylet, the iabc flex-tip assembly (part of the iabc central lumen) was noted damaged/partially broken at approximately 5.9cm from the iabc distal tip. The iabc was leak tested and a leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with the previously confirmed damaged/partially broken iabc flex-tip assembly (part of the iabc central lumen). The iabc was leak tested again with the iabc distal tip and iabc luer end blocked off. A leak was immediately detected near the proximal end of the bladder membrane. Under microscopic inspection, the leak site is consistent with contact from a sharp object and was noted at approximately 26.3cm from the iabc distal tip. No other leaks were detected. It cannot be confidently determined when the damages occurred and no trace of blood was noted within the helium pathway. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 5.9cm from the iabc distal tip, which is the location of the previously noted damaged flex-tip assembly. The guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 77cm from the iabc luer, which is the location of the previously noted damaged flex-tip assembly. During further advancement of the guidewire, damage occurred to the iabc flex-tip assembly, by accident, due to sample handling. The iabc flex-tip assembly became completely broken at the location of the previously noted damaged flex-tip assembly. Then the guidewire entered the bladder at the location of the broken flex-tip assembly. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab blood in helium pathway is not able to be confirmed. No trace of blood was noted within the helium pathway. During the investigation, the intra-aortic balloon catheter (iabc) was noted with various damages. Due to the damages and returned state of the device, it could not be confidently determined when the damages occurred (i.e., during therapy, during device removal or after the device was removed). Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Unrelated to the reported complaint, the "arrow" packaging tray sticker was damaged, a packaging retention sleeve was on the iabc, and the peel away sheath was on the iabc (despite the sheathed insertion type). Furthermore, the iabc bladder was noted withdrawn through the teflon sheath, and buckling was noted. These conditions indicate the iabc was not prepped per the instructions for use (IFU) and that the iabc was not removed from the patient per the IFU, which could result in damage to the device. An in-service has been requested to review the instructions for use (IFU) with the customer. Other remarks: n/a; corrected data: n/a.

Event description:
It was reported that " we implanted an ultraflex balloon in a patient without any problems with implantation or operation of the balloon during the first hours. However, after a few hours, alarms were triggered for no apparent reason and a backflow of blood into the tubing was observed. After returning this patient to the catheterization room, the operator removed the balloon and observed a leak from the balloon". As a result, a 2nd iab was inserted at the same insertion site. Additional information received stated that "the patient has died. The cause was not the pump". At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). In section d provided the full UDI # **UDI related data quality updates only**

Event description:
It was reported that " we implanted an ultraflex balloon in a patient without any problems with implantation or operation of the balloon during the first hours. However, after a few hours, alarms were triggered for no apparent reason and a backflow of blood into the tubing was observed. After returning this patient to the catheterization room, the operator removed the balloon and observed a leak from the balloon". As a result, a 2nd iab was inserted at the same insertion site. Additional information received stated that "the patient has died. The cause was not the pump."